Event description:
Customer reports lancet sticks out before being fired but was unknown if lancet protrudes after firing while using the softclix plus lancet device. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.